Event description:
It was reported that the patient presented remotely. Review of the remote transmission revealed the right atrial lead had a history of noise. No patient symptoms or intervention was reported.

Manufacturer narrative:
Further information was requested but not received.